Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm several weeks ago. The vessels were excessively tortuous and severely calcified. It was reported that the physician inserted the contralateral limb through the very tortuous pelvis arteries and kinked graft cover. The decision was made to exchange the wire because it was not stiff enough to a lunderquist wire. The physician was unable to insert the delivery system over the wire as there was a kink in the wire lumen. After some additional trials it was possible to insert the delivery system over the wire. After the stent graft was deployed, the physician tried to retract the tip into the graft cover but the tip was found to have detached from the delivery system and remained within the deployed stent graft. The physician was able to retrieve the detached tip with a snare kit. Due to the tip removal attempts there was a small type I endoleak noted post implant. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak), (excessively tortuous and severely calcified vessels), (tapered tip), (wire exchanged during the procedure). Conclusion: (excessively tortuous and severely calcified vessels), (tapered tip), (wire exchanged during the procedure). Evaluation summary: the delivery was returned and its evaluation has been completed. The stent graft was not returned as it was deployed in the case. The slider was in the home position. The taper tip was returned detached and appeared to have broken off at the stent stop. There were multiple kinks and twisting marks on the graft cover for a length of 26 cm from the edge of the graft cover. The twisting marks are indication of over torquing of the device. The taper tip and inner member with spiral section broke off at the stent stop. Vessel morphology was a contributing factor in this event. Kinks at the stent stop due to vessel tortuous morphology and excessive torquing of the delivery system could cause detachment of the taper tip at the stent stop.